Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following verbatim: at 02:39 on (B)(6) 2023, the patient was admitted to the hospital due to a sudden headache and unresponsiveness for 0.5 hours. A midline catheter insertion was performed at 16:00 on october 10. During intravenous infusion treatment on october 13, a separator-film needleless sealed infusion connector was used. A crack occurred in the connector, and the infusion drug leaked out of the connector. The infusion connector was replaced in a timely manner, and the crack did not appear again. During the infusion treatment on october 14, liquid leakage occurred again. It was found that the infusion connector was cracked again and it was replaced again.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.